Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted at a surgical intervention as the lead showed a high pacing threshold and no slack. The physician opted to put a longer lead in the patient. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.